Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot#: v638051 , implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot#: v828947, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported that impedance testing showed >10000 on electrode 3 & 11. Patient in for expected ins at elective replacement indicator (eri). Impedances were checked where electrode 3 & 11 were found out of range (oor). Patient denies falls. The manufacturer representative (rep) programmed off of oor electrodes. No patient symptoms were reported.